Event description:
The hcp reported "continued spasticity and question of effective drug delivery." The pt is receiving compounded baclofen via the drug delivery system. No other info was provided at the time of this report.